Event description:
It was reported that during a lobectomy procedure, the blade cut the tissue, but no staples were formed during the firing process. No patient consequence. Case completed with another device.